Event description:
It was reported that the artificial urinary sphincter (aus) stopped working a few months ago, no contrast media could be observed through x-ray. A revision surgery was performed and residual liquid was coming out of the connector between the balloon and the pump. A new balloon was implanted to successfully complete the procedure. A patient outcome of fully recovered was reported.

Manufacturer narrative:
Investigation summary: based on the information available, a product malfunction could not be confirmed . The reported patient symptom is a known risk associated with artificial urinary sphincters and[is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device IFU was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) stopped working a few months ago, no contrast media cool be observed through x-ray. A revision surgery was performed and residual liquid was coming out of the connector between the balloon and the pump. A new balloon was implanted to successfully complete the procedure. A patient outcome of fully recovered was reported.